Event description:
It was reported per field service report: symptom: purge failures, could not begin pumping.

Manufacturer narrative:
Findings/action taken: pump was checked out by the biomed department. The technician could not duplicate the problem using a stimulator. He thought "the pump had an operational problem since they had the same problem when they began using the acat. He suspected they had a leak in tubing at first." Product will not be returned for evaluation.